Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the ussii hook and screwholder with hexagonal socket with diameter 4.0mm. Screwholder tip got jammed in the screw intra-operative and broken apart from the instrument. And thus, remains in the patient together with the screw. There was a 30 minute delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.